Event description:
It was reported the customer has been experiencing high blood glucose the last few days. Customer was experiencing moderate ketones and blood glucose was over 400 mg/dl. In the last three days it was rare if blood glucose was below 250 mg/dl. Customer mother spoke with customer's doctor and provided new adjustments for the device settings. Customer's mother declined being transferred for troubleshooting assistance. Customer's mother sent an email on (B)(6) 2015 stated the insulin pump had alarmed no delivery. Site was inserted last night and mother stated it didn't surprise her blood glucose were high prior but the device hadn't alarmed previously. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.